Event description:
There was an allegation of questionable glucose hk gen.3 and calcium results from the cobas c 503 analytical unit. Sample 1 initial glucose result was 12 mg/dl. Sample 2 initial glucose result was 23 mg/dl. Sample 3 initial calcium result was 3.45 mg/dl. All samples were repeated on a different analyzer and gave normal results. The questionable results were repeated because they were very low and did not match the patient's clinical history.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The calcium reagent lot number and expiration date were not provided. A field service engineer (fse) found the detergent cell rinse nozzle was overflowing and adjusted the cell rinse heights. The fse completed confirmation tests and the module was passing specifications. The investigation determined that the service action resolved the issue.